Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell and the touchscreen became shattered and no longer functional. Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Customer indicated they have an alternate method for continued insulin therapy.